Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported ¿close door message¿ was not reproduced. A review of the event history log revealed multiple events of door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was input/output printed circuit board. The input/output printed circuit board and input/output shielding will be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed close door message during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.